Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with three infusion sets. Patient noticed symptoms within 3 hours of insertion for 1 infusion set and 3 or more hours after insertion for the remaining sets. The site of insertion was arm. Patient regularly rotate site location. The blood glucose due to the issue was reported to be 900 mg/dl. To address the high blood glucose the patient took a correction injection via multiple daily injection (mdi). However, the patient had to be admitted in intensive care unit (ICU) and patient spent a week there and was given saline and insulin. The patient confirmed to have ketones whose levels were identified as dangerous or life threatening. Patient was given multiple daily injection (mdi) and also changed infusion set to resume insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-03696 - device 3 of 3.